Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2013. The returned pad-pak from lot a971 was inserted into the device. A low battery warning and a device service required prompt was given, there was no response from the status indicator. When the device was disassembled for investigation it was found that the ribbon/tail of the membrane had been folded. This resulted in the absence of the status indicator. The membrane tail had been folded during assembly causing the latent failure. The membrane was replaced and the device performed to spec. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.